Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 600 mg/dl. The customer experienced vomiting and ketones. The customer's mother stated that the customer was taken off the insulin pump on the day of the call. Upon troubleshooting, it was found that the insulin pump was working as designed. The customer stated that he had used several infusion sets to try to get his blood glucose levels under control. During troubleshooting for high blood glucose, the insulin pump alarmed no delivery during the manual prime process. Upon troubleshooting for the no delivery alarm, the insulin pump was found to be working as designed. Advised the customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.